Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was between 110 and 115 mg/dl, compared with the sensor glucose reading of 70 mg/dl. The threshold suspend limit was set to 60 mg/dl. The customer stated that the device would alert him of an expected low blood glucose, but when he checked, the blood glucose levels would be over 100 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.